Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate gauge reading was inaccurate. During a pump system check an air bubble was observed in the cartridge pigtail. A new cartridge was installed and the fill estimate and received another inaccurate reading. Insulin injections were used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. As the cartridge was not returned, the reported air bubbles could not be verified. Based on the analysis, the alleged issues could not be verified.

Manufacturer narrative:
Blood glucose was 322 mg/dl.